Event description:
A report was received that the patient was experiencing loss of stimulation due to lead fracture which was confirmed by x-ray. The physician did not know what might cause the lead fracture. The patient underwent a revision wherein the whole system was replaced. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed